Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 26-mar-2018, a field service engineer (fse) was at customer's site to resolve reported issue. Fse confirmed the reported error on error log. Fse found z axis lead screw and guide rod were dry from no lubrication. Fse cleaned the z axis lead screw and guide rod and lubricated. Fse successfully completed 2 racks of sample runs without error. The g8 instrument is working as expected. No further action was required by the fse. A (B)(6) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. No other similar complaints were found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to sampler z axis sticking because of dried up lubricant.

Event description:
On (B)(6) 2018, a customer reported getting 710 z-axis error messages on the g8 instrument. Technical support specialist (tss) instructed customer to turn off instrument and remove the sample cover to inspect the sample needle. The customer does not have any lubricant on site to attempt to clean and lubricate the z axis drive assembly. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.